Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was planned prior to surgery for two vertebrae on levels l2 - l3. During the procedure, there were registration and trajectory deviations. L3 right was deviated. No patient harm was reported.